Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. And, (B)(4) obtained information from the user facility that the subject device could not be reprocessed after an unspecified procedure using the subject device, because the clip was aspirated and the suction valve was stuck during the procedure. The procedure was completed without problem. Therefore, (B)(4) surmised that the reported phenomenon was caused by the users insufficient reprocessing. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that there were foreign materials inside the instrument channel of the subject device. There was no report of patient injury associated with this event.